Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting efforts were performed but they were unsuccessful. Ts referred the patient to their clinic for further examination. In the clinic, this ICD was unable to be interrogated and no tones were emitted when using a magnet, so ts recommended replacing the device. This device was subsequently replaced. A new device was implanted. No additional adverse patient effects were reported.